Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and also reported pump error 130(this alarm is generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement). The customer reported a blood glucose value of 29 mg/dl. The customer was treated with emergency medical services (ems) and carb intake. The event involved product(s) mmt-7040a, mmt-387a, mmt-1884, mmt-332a. Troubleshooting was performed. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-7040a, mmt-387a, mmt-1884, mmt-332a.

Manufacturer narrative:
The pump was received with a scratched case.the pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08710 inches. The pump was monitored, no unexpected pump error 130 alarm noted. Successfully downloaded history files and traces using thump.successfully uploaded pump to carelink.please see below for the date range listed in the formatted history file.the formatted history file lists data from (B)(6) 2025 to (B)(6) 2025.there was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the event date of (B)(6) 2025.there was no data available to verify pump error 130 alarm in the formatted history file on the event date of (B)(6) 2025.no pump error 130 alarm noted during testing. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the event date of (B)(6) 2025 in the formatted history file. The pump was programmed with the current time and date and monitored for several days. The time and date are functioning properly. No date/time anomaly noted during testing. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.50 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection.the test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a keypad overlay texture damage, a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment.the pump passed all the required testing. Unable to verify customer alleged for low bgs. Cosmetic damage was confirmed. Customer alleged for date/time anomaly and pump error 130 alarm were not confirmed. However, during visual inspection slight corrosion was found on the pcba 1 and pcba 2.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.